Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the patient presented in clinic for a normal follow up, an appropriate ams episode showing several inhibited paced events due to far-p oversensing. The ICD was reprogrammed and remains implanted.